Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Data analysis showed the battery appears to be depleting normally and the power consumption is stable and within expectation based on settings and therapy demands. Additionally, the representative involved indicated that this patient also has a left ventricular assist device (lvad) system that has caused oversensing on the implantable device. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Data analysis showed the battery appears to be depleting normally and the power consumption is stable and within expectation based on settings and therapy demands. Additionally, the representative involved indicated that this patient also has a left ventricular assist device (lvad) system that has caused oversensing on the implantable device. No adverse patient effects were reported. The device remains in service.